Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery (ita) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod pc to the target vessel using the lantern; however, the pod pc would not take its intended shape due to the target vessel being thinner than the physician had assumed. Therefore, the physician began to retract the pod pc. The physician experienced resistance while retracting the pod pc through the mid-shaft of its introducer sheath. Subsequently, the pod pc unintentionally detached. Therefore, the physician removed the lantern containing the detached pod pc. The pod pc was then flushed out of the lantern on the back table. The procedure was completed using a non-penumbra microcatheter with nine non-penumbra coils and the same lantern with three pod pcs. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.